Event description:
Patient reported unknown side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side capsular contracture baker grade unknown. Device remains implanted.